Manufacturer narrative:
With the information given, it is impossible to determine which adverse events affected which patients and impossible to determine treatment types per patient. Implant information was specified as "shaped anatomical gel implants were placed in seven of 17 patients (41 percent), whereas round smooth gel implants were placed in the remaining 10 patients (59 percent)," but it is impossible to determine implant type per event as the information provided was for 17 patients, which is not accounting for 1 patient. Article citation: ¿evaluating long-term outcomes following nipple-sparing mastectomy and reconstruction in the irradiated breast,¿ by scott l. Spear, m.d., john shuck, m.d., lindsay hannan, m.d., m.s.p.h., frank albino, m.d., and ketan m. Patel, m.d., published in plastic and reconstructive surgery, vol. 133, no.5., may 2014, pp. 605e-614e. The events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details were requested. No further follow up is possible, as the corresponding author is deceased. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks. Capsular contracture ¿ patients should be advised that capsular contracture may be more com¬mon following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.

Event description:
Reported events of revision surgery for 9 patients "for correction of malposition (27.8 percent), capsular contracture (16.7 percent), and high-riding nipple (55.6 percent). Interventions during revision included implant exchange (37.5 percent), malposition correction with capsular modification (31.2 percent), capsulectomy for capsular contracture (18.8 percent), and surgical correction of a high-riding nipple (25 percent)" for unknown manufacturer implants were noted in ¿evaluating long-term outcomes following nipple-sparing mastectomy and reconstruction in the irradiated breast,¿ published in plastic and reconstructive surgery, vol. 133, no.5., may 2014, pp. 605e-614e. Affected location for these events is unknown. The devices were explanted.